Manufacturer narrative:
Submit date: 06/22/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states the catheter fell out without any explanation.

Manufacturer narrative:
Submit date 08/01/2016. The product involved in this complaint and the lot number are unknown, however a palindrome catheter was received at cms related to this complaint. Since the lot number was not provided a DHR review could not be performed. The product sample was received for analysis and investigation; it consisted in one palindrome catheter. Visual inspection was performed and the catheter did not present any defect, it was observed that the cuff is firmly adhered to the catheter. Manufacturing performs 100% visual and dimensional inspection per procedure. There is evidence of correct glue application per the sample evaluation. The reported condition has not been confirmed. Based on the sample information, it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. The most possible root causes are related to misuse (incorrect tunneling/suture wing not secured to the patient). No trends or triggers have been identified; therefore a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.